Event description:
It was reported to philips that the device passed the ops check but displayed a service required message. There was no reported patient or user involvement and no adverse patient/user impact.